Event description:
The patient developed an infection and pain in tooth location #30 after the fixture was implanted for almost 4 years. The doctor indicated infection and pain as the only contributing factors for implant removal. The patient had a medical history of hypertension and diabetes which are known risk factors.

Manufacturer narrative:
(B)(4).